Manufacturer narrative:
On 1/18/2021, the mentor failure analysis lab has received the device for evaluation. On 1/29/2021, mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the anterior view. Additionally, a tear was found within the crease/fold, measuring approximately 1.5 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, chest injury, surgical intervention, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and suffered from a capsular contracture baker grade iii on the left side and baker grade IV on the right side, chest injury, surgical intervention, bilateral rupture. The patient experienced a bicycle accident in 2015 and had 26 surgeries since then. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.